Manufacturer narrative:
When a CT technologist pulled a tray table which was located behind the CT, the table snagged the cover dolly which was also stored there. The dolly was tipped over and struck the technologist's foot. The technologist was x-rayed and sustained three broken toes. The service manual provides instructions to remove the cover dolly after use, disassemble, and safely store away. Existing design mitigations reduce the risk to as far as possible. The cover dolly is optimized to remove CT gantry cover safely in a service activity (to prevent a more serious ergonomics/suspended mass hazard), and it is designed with a fastening feature (along with service instructions) to keep the two cover dollies stable and safe during storage. Therefore, the benefits of the cover dolly outweigh the improbable risk of falling if unintentionally dislodged from storage. The root cause of the incident was determined as lack of attention of a user when handling a tray table. No further action is planned. Ge will continue to investigate and trend each MDR and related complaints.

Manufacturer narrative:
UDI_not_required. Legal manufacturer: hcs wso - (B)(4). Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
It was reported that, while not in use, a tool designed to service the CT system tipped and struck a technician's foot, breaking three of her toes. She was treated with a cast.